Event description:
The consumer called into customer care concerned about her erratic readings just prior to contacting nova customer care. It was reported to nova biomedical that a consumer received a result of "lo" (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed an additional two tests using the same meter and strips from the same vial getting the following results of 188 and 79 mg/dl. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range (108 mg/dl). An additional control solution test was performed while troubleshooting showing the test strips to fall in range again. The difference in the consumer's readings was determined to be clinically significant.

Event description:
The meter and test strips have been returned for evaluation. Test strip lot #: 1020414147. Expiration date: 6/2016. Control solution lot #: 1030313121, 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.